Manufacturer narrative:
Evaluation completed. One opened bl5225w pack from lot v4166 was returned. The tip protector was not returned. The needle was not bent. The window was in the opened position. There was dried solution visible in the lines. The back cap was aligned correctly with the vent hole in the side of the cutter body. Visual inspection of the connectors found no defects. A functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates and the cutter aspirated as intended. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported during preparation for use, the vitrectomy cutter seemed to be operable. However, during the procedure with patient contact, the cutter would not cut. They opened another pack and completed the surgery with no issue.